Event description:
The customer observed falsely decreased sodium result generated on the architect c4000 processing module for one patient. The sample was repeated and a normal result was obtained. The following data was provided: customer¿s normal range: 137 to 145 mmol/l initial result = 110.1 mmol/l repeat result = 140.9 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
Section d10: concomitant product: this section was corrected from ict module chip, 09d28-02, 23100083 to conc ict diluent, 02p32-11, unknown. The field service representative (fsr) inspected the instrument and replaced the 1ml syringe and the ict check valve which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The ict check valve and 1ml syringe were determined to be the likely cause of the issue. An instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the architect system, likely cause parts, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module serial number (B)(6) or the likely cause parts were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium result generated on the architect c4000 processing module for one patient. The sample was repeated and a normal result was obtained. The following data was provided: customer¿s normal range: 137 to 145 mmol/l initial result = 110.1 mmol/l repeat result = 140.9 mmol/l there was no impact to patient management reported.